Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. The reported elevated pump power could not be confirmed through this evaluation. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. The pump was not returned for evaluation, as the pump was turned off and was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient decided to terminate her pregnancy, and was admitted to the hospital to undergo the procedure and manage anticoagulation. The patient was hypercoagulable related to her pregnancy and the abortion, and was bridged with heparin post the procedure. The pump powers elevated to over 15 watts, causing the patient significant pain at the lvad site. The lvad was turned off on (B)(6)2017 due to suspected thrombus. It was reported that the patient was stable off of device support. The patient was not a device exchange candidate due to non-compliance.